Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and pacing capture threshold in the rv (right ventricle) was elevated. From (B)(6) 2015 through (B)(6) 2016 rv pacing impedance rose from 515 ohms to 1745 ohms. Beginning (B)(6) 2015, rv capture thresholds measured greater than 2.5 v and consistently measured greater than 2.5 v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited climbing impedance measurements to high values. The patient experienced pectoral stimulation when the lead was checked in unipolar configuration. It was also reported the lead had increased and high thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.